Event description:
An intuitive surgical, inc. (Isi) clinical study manager was made aware of an intra-operative bleeding event related to a prospective iris study. Per the clinical study manager, it was reported that during a da vinci-assisted partial nephrectomy procedure, an "(B)(6) male experienced bleeding after unclamping." The bleeding occurred after the tumor was enucleated and the renal defect left behind from the enucleation was re-approximated. The surgeon then removed the clamps off the renal artery and renal vein. Bleeding was then seen coming from the region of the kidney where the tumor was removed. The bleeding was a result incomplete approximation of the renal tissue after the removal of the tumor. It was reported that it took an ¿extra 45 minutes¿ to control bleeding by unspecified means. The patient was intra-operatively administered an unspecified amount of blood for an estimated blood loss (ebl) of 1,900 ml. The patient received an additional unit of packed red blood cells on post-operative day one. Additional information was obtained from the operative report: per the operative report, the following was noted: "the renal artery was clamped. The kidney mass was dissected free and seen. Partially enucleated off the kidney. Vessels were bipolar cauterized if seen. 2-0 v black suture was used to suture the base. Be artery was unclamped by removing the bulldog. Clamp time was 15 minutes. Initially no bleeding was seen. There are some mild oozing and on placement of a suture there was significant bleeding. Multiple sutures were used to be locked and 0 vicryl to help contain this. It was unclear cause of this. Patient has stopped his eliquis 48 hours before but it was felt to have some effect. Eventually we were able to control hemostasis. Snow and surgi-flo were used at the based in the area was compressed to help with hemostasis." The patient received 3 units of packed red blood cell transfusion and was hemodynamically stable throughout the procedure. The patient transferred to pacu in stable condition and required prolonged hospitalization due to the incident. Isi followed up with clinical research coordinator who spoke to the surgeon and obtained the following information: the drain insertion was planned as part of the procedure and the patient was not admitted to the ICU. The patient is currently doing well. The bleeding was not related to iris/the study. Isi followed up with the surgeon and obtained the following information: after the tumor was resected and the right renal artery was unclamped, the surgeon took a while to get control of the bleeding. The control of the bleeding would have occurred faster if the procedure was done via the open method as the surgeon could have "squeezed it" and controlled it better than done robotically with what he had and the location of the tumor and instruments. The da vinci system/instruments/cautery technically was not the issue. The source of bleeding had to be sutured.

Manufacturer narrative:
There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. This complaint is a reportable adverse event due to the following: the patient had severe bleeding when the bulldog clamp was released. The bleeding amounted to 1900 ml and the patient required blood transfusions. The bleeding was contained by placing multiple v-lock sutures. The patient`s hospital stay was prolonged due to the incident. Although there was no allegation of a malfunction of an iris or da vinci product that caused the injury, the surgeon does not know the exact cause of the bleed. The surgeon felt that the anticoagulant which was stopped 48 hours prior to surgery had some residual effects. The surgeon also stated that the da vinci procedure contributed to the bleeding as he would have been able to control the bleeding faster via the open method by squeezing on the source of bleeding better than robotically.